Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor's needle broke. The customer sates having spoken with their health care provider on assisting with removing the needle. The customer's blood glucose level at the time of incident was 352mg/dl. Troubleshooting was conducted, and the customer was assisted with proper insertion techniques. The customer also reported the catch arm on the serter being bent. The customer is being sent out a replacement serter and theirs is being returned.